Event description:
On (B)(6) 2012, customer reported a leak on the counter while running samples on the lh780 instrument. The volume was approximately 10 ml, and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse stated that the customer found the leak at the vent line. Customer stated that the aspiration needle vent line had popped off. Customer reattached the vent line and resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).